Event description:
Description of event: in 1999, the dr implanted a 31 mm mitral st. Jude medical mechanical heart valve sjm master series (model 31mj-501) during a double valve replacement procedure. Several months postoperatively, the patient began to experience progressive shortness of breath, fatigue, and was treated for hemolytic anemia. In 2000, the dr explanted this valve due to paravalvular leak and congestive heart failure confirmed by transesophageal echocardiogram. It was reported the patient also had massive hepatic enlargement, moderate ascites and ankle edema, consistent with tricuspid regurgitation and renal insufficiency. According to the operative report, the valve was endothelialized except for "25% of its circumference". This area corresponded to the posterior medial side where there was "significant intramyocardial and intraannular calcification". This calcification had been present at implant. The sutures appeared to have "torn through the calcium" and were still intact in the sewing cuff of the valve. After valve excision, the surgeon noted large calcifications located "quite deeply" in the myocardium, and could be felt externally when the av groove was palpated. A 31 mitral st. Jude medical mechanical heart valve sjm master series (model 31mecj-501) was then implanted. After implantation, a nerve hook could be passed through the annulus at the same location as the previous paravalvular leak, which indicated the annular tissue "would not remodel and was not soft enough or pliable enough" to come to the sewing cuff. The surgeon placed large pledgeted mattress sutures through the atrial wall and the proximal annular tissue in four places and brought these to the sewing cuff. The tricuspid valve was also repaired during this procedure with a 34 mm carpentier annuloplasty ring. The patient experienced coagulopathy and bleeding complicationspostoperatively; however, was reported to be stable. No additional information was received.

Event description:
The reason for explant is unknown at this time. The valve was replaced with a 31mecj-502. Add'l info has been requested.